Event description:
Information received indicates the bed has no frame functions working.

Manufacturer narrative:
The technician found signs of fluid ingress on the bottom of the printed circuit board. The technician cleaned the circuit board to repair the bed.